Event description:
A male patient reported that he experienced an ocular 'infection' in both eyes after using complete multi-purpose solution easy rub formula for four days. He is a first-time user of complete multi-purpose solution, and used it from (B)(6) 2011 until (B)(6) 2011. It started in one eye only, but patient stated this morning both eyes were swollen shut and 'as red as an apple'. The patient sought treatment today and was told both eyes have 'bacterial infections'; his doctor prescribed vigamox, 3 times a day for 7 days. The patient previously used a different disinfecting solution with no difficulties. He was wearing new lenses when he started use of complete multi-purpose solution, and reported that he changes his lenses out monthly. The patient has not responded to two attempts to obtain additional information on his reported event and the complaint unit for analysis.

Manufacturer narrative:
We have not received the complaint sample for analysis. However, a review of the manufacturing records for the reported lot, ah00392 was performed, including all production processes: compounding, filling, and packaging processes; no deviations were noted and all processes were compliant. Manufacturer of reported device performed chemistry and microbiology evaluations of product retained from lot# ah00392; all results were within product shelf-life specifications and sterile. Note: all pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.